Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients midline incision site had not healed. Continuous episodic drainage from the spinal insertion site was noted. The physician believed the infection was not device related and the cause was unknown. The physician opened the wound and found no necrotic tissue then cleaned out some infection on the surface and sutured the wound back up. The patient was doing well. Additional information was received that the patients midline incision kept opening up a little bit. The physician does not think the scs (spinal cord stimulator) was the issue. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices will not be returned. Culture was taken and revealed light growth of staphylococcus aureus.

Manufacturer narrative:
Date of event: exact date unknown, event occurred last month from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-50 serial: (B)(4). Batch: 5154034.

Event description:
It was reported that the patients midline incision site had not healed. Continuous episodic drainage from the spinal insertion site was noted. The physician believed the infection was not device related and the cause was unknown. The physician opened the wound and found no necrotic tissue, cleaned out some infection on the surface and sutured the wound back up. The patient was doing well and the ipg and leads remain implanted.